Event description:
It was reported that in the intensive care unit a pump turned off unexpectedly while infusing albumin to treat hypovolemia and levophed to treat severe hypotension for a patient being treated for sepsis. The albumin (25g/100ml) was infusing at 133.33ml/hour. After the pump shut down, a time sensitive switch of the infusions to anther pump was completed. There was "no detectable harm".

Manufacturer narrative:
It was determined through investigation of the devices that the initially reported suspect device with serial number#: (B)(6) is a concomitant and this file has captured the correct suspect device with serial number#: (B)(6) as per investigation report. Omit : b17 - device not returned, c20 - no findings available. Correction : medical device catalog#, unique identifier (UDI)#, medical device serial#, medical device model#, concomitant med prod data, device manufacture date. Additional information: initial reporter phone#, device available for eval? Returned to manufacturer on, device return to manuf? Device eval by manufacturer? If other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text: not applicable. Device evaluated by bd.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that in the intensive care unit a pump turned off unexpectedly while infusing albumin to treat hypovolemia and levophed to treat severe hypotension for a patient being treated for sepsis. The albumin (25g/100ml) was infusing at 133.33ml/hour. After the pump shut down, a time sensitive switch of the infusions to anther pump was completed. There was "no detectable harm".